Event description:
On (B)(6) 2013, a neurotherm employee received a call from the facility reporting a pt burn. The pt was discharged from the facility. During a follow-up visit, the pt showed the facility a burn at the site where the grounding pad was placed.

Manufacturer narrative:
The neurotherm sales rep reviewed the IFU and warnings on proper use with the facility after the report of the burn. The IFU states, "select a well-vascularized muscular site in proximity to the procedure." Doctor confirmed to the neurotherm sales rep that the grounding pad was not placed in the ideal location.